Manufacturer narrative:
Product analysis: analysis noted that the atrial connector was broken. The connector was replaced. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.